Event description:
It was reported that the catheter was used to replace a silicon catheter that was in use with an implanted pump that was placed in 1996. After this catheter was placed, a bolus injection was attempted, but was unsuccessful. It was determined that the catheter had separated with a portion of the catheter remaining in the spinal space. A second catheter was placed with no difficulty or pt complications.